Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation. As noted in the IFU a possible outcome of allowing the device to come in contact with tip of the guidewire is detachment, "during treatment, do not allow the catheter tip to come in contact with, or run over, the spring tip portion of the guidewire. Contact may cause detachment of the guidewire tip." Lastly, it was reported that the run time for the device was 11 minutes 53 seconds. There is a note in the IFU regarding run time: "the jetstream g3 catheter use time should not exceed 10 minutes. Monitor the timer on the pv console and use a second device if additional treatment is required." Additionally, isr is listed as a special patient population and is not included in the indications.

Event description:
The jetstream g3 was advanced to treat lesions in the proximal and mid peroneal artery. After 11 minutes and 53 seconds of run time, it is thought that the device ran over the weld point of the guidewire and severed it. The guidewire was retrieved with a microsnare and the patient is doing fine.